Event description:
It was reported that when an asymptomatic patient, who had been lost to follow-up, presented in-clinic loss of capture due to high capture threshold was observed. High, out of range, pacing lead impedance was also noted. Subsequently, the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead was returned in two segments for analysis. External insulation abrasion was noted at 17.0-17.8cm from the distal cut end of the middle piece, consistent with lead friction to another device or feature of the heart. The silicon and etfe coating were intact at this location.